Manufacturer narrative:
The lead was explanted, however was disposed of by the hospital, and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Surgical intervention was performed to explant and replace the lead. No adverse patient effects concerning the procedure were reported.